Event description:
User facility voluntary medwatch rec'd stating: "pt's family reports that pump is not delivering all of the tpn solution. Hospira gem star pump is programmed to give 3500cc tpn/lipids over 14 hours with a 1 hour up time and 1 hour down time. The pump alarms that infusion is complete and there is a volume left in the tpn/lipid bag of 500ml. The pump's end volume is reading 3500ml. Batteries have been changed twice, once at the beginning of the infusion and then approximately 4 hours later, so that the pump will run all night. This problem has happened repeatedly for the last 2 weeks. Hospira technical support contacted on 12-11-2006. Tech recommended that new pumps be programmed and sent to pt and current pumps be returned to be tested. The two new pumps that were sent have repeated the above problem with 500cc of tpn/lipids left after pump alarms infusio complete with total volume infused 3500ml. Pt has become hypoglycemic at the end of the infusion. Blood glucose reported in 2006 was 60." Upon further query, info provided indicated the pt rec'd less tpn than intended. On an unspecified date, the device was programmed by the nurse in the tpn mode. On the same day, after the device alarmed that the delivery was complete, the device display indicated 3500ml was delivered; however, the pt noted approx 500ml remained in the container. The pt reported hypoglycemia. No medical interventions were required. There were no reported adverse pt sequelae. The device was not removed from the pt's home and continues to be in clinical use. Though requested no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the device for eval. If the device is rec'd, a f/u report will be submitted.